Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) results on one pt sample that was generated by the access immunoassay system instrument. The accu tnl result for the pt was 0.11 ng/ml and 0.71 ng/ml. The sample was run in duplicate. The result was not reported out of the lab. The customer repeated the sample on the same instrument. The repeated accu tnl result for the patent was 0.13 ng/ml and 0.14 ng/ml. The sample was run in duplicate. There has been no change to pt treatment or any injury that can be attributed to this event.